Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 32-year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock and out of hospital cardiac arrest (ohca) with a mean atrial pressure of 65 mmhg (under 2 catecholamines, ventilated under respiratory support) and with an arterial lactate of 8.7 mmol/l in society for cardiovascular angiography and interventions shock stage e. Impella cp was placed after the percutaneous coronary intervention (documented as ¿bail-out¿) of the left anterior descending and 3 diagonals with ultrasound-guided micro-puncture via the right femoral artery and the supplied 14 french x 13 cm peel-away sheath. On the intensive care unit, 2 complaints were raised: after 2 hours hemolysis was suspected according to the treating physician after witnessed hematuria. After that , it was tried to add volume and adjust the position, when hemodynamics are stable. The pump cannot be removes as the patient is highly dependent on impella. For confirmation of hemolysis plasma free hemoglobin laboratory was requested. The medical doctor has added volume and adjusted the performance level. Again, after 2 hours, the treating physician has observed ¿bubbles¿ in the echo of the patient¿s left ventricle. He was concerned that these bubbles were coming from the impella and requested more information j&j¿s medical affairs team. Furthermore, he requested a repeated echo which was performed in the afternoon at a lower performance level. On the seventh day on the ICU, the patient was doing well, and impella could be explanted (survived until explant) and vessel closed with femostop. Product was returned to the manufacturer. The first complaint seem to be related to the impella cp and will be coded for "hemolysis¿ (but not "hematuria¿), and "hypovolemia¿, which led to ¿device reposition. The second complaint "bubbles in lv¿are unsure but could indicate hemolysis, so are probably already reflected with the first complaint. So, no further codes for the second complaint are seen.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.